Event description:
The customer reports the swg (spring wire guide) was damaged during insertion. When the swg was advanced it unraveled.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4). The product (catalog#) is not intended for sale in the us. Similar product/component sold in the us.

Event description:
The customer reports the swg (spring wire guide) was damaged during insertion. When the swg was advanced it unraveled.